Manufacturer narrative:
At this time, vyaire has not received the suspect device/component from the customer for evaluation.

Event description:
The customer reported while using the vela ventilator; the display went blank and dark. The customer reported the ventilator was still running. The issue occurred during patient-use; the customer reported the patient consequence associated with the event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An investigation was able to duplicate the reported "even after replacing flow sensor, sensor receptacle and all tubing vent still keeps saying "sense disc" and will not reset" problem and isolate it to damaged u606. This issue will be internally investigated within vyaire.